Event description:
The customer called to report a bowl leak. The customer reported the blood leak occurred about 15 seconds after starting cycle 1 of a treatment. Customer reported that it appeared the bowl base had partially detached from the bowl wall, and the blood leak had contaminated the centrifuge very thoroughly. Customer stated the centrifuge drain bag was about half full of priming fluid and blood customer biomed reported the vacuum pump was also contaminated blood.

Manufacturer narrative:
Batch record review: a review of the lot file for a742 was performed. The following non conformance was associated with this lot. (B)(4), a742 missing white luer cap. Human error. Entire lot was screened. Six kits rejected due to missing cap issue. This lot met all release requirements. A review of complaints received for lot a742 was performed. There were 2 complaints reported for centrifuge bowl leaks for this lot at the time of the investigation. Both complaints were reviewed; the leaks occurred at different locations of the bowl. The assessment is based on info available to at the time of the investigation. No product was returned by the customer for investigation. The root cause cannot be determined based solely on the info provided. (B)(4).